Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 5076-58, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead had a rise in threshold. The patient indicated that they had passed out during a threshold test; however, the nurse present indicated that the patient did not lose consciousness. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.